Manufacturer narrative:
Additional information : according to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Several months ago the user could no longer hear with the implant and thought the reason was the audio processor (ap). The ap was sent to the med-el office to be checked and it was found to be functioning. Re-implantation is being considered but has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Several months ago the user could no longer hear with the implant and thought the reason was the audio processor (ap). The ap was sent to the med-el office to be checked and it was found to be functioning. Re-implantation is being considered.